Event description:
The customer reported that the ventilator has logged vent-inop/motor fault in the events log on (B)(6). Issue noted during pre-use, no pts issue's reported.

Manufacturer narrative:
(B)(4).the carefusion field service engineer evaluated the ventilator and replaced the main and turbine boards. Performed testing and ventilator meets all factory specifications.